Manufacturer narrative:
The device was returned to olympus for evaluation and the error code e226 reported by the user was not confirmed. Additional findings were as follows: error code b30 was observed due to a defective charged-coupled device (ccd) unit. The ccd cable was installed on the spare video connector, and the screen blacked out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the flex deflectable videoscope had a noisy image and error code e226 (scope communication failure). The issue occurred during device maintenance and had no report of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of phenomenon 1 "error code e226", phenomenon 2 "error code b30", and phenomenon 3 "when the ccd cable is connected to the spare video connector, no image comes out" likely occurred due to damage of the charged coupled device (ccd). The event can be detected/prevented by following the instructions for use which state: by following the following items of the IFU, the user can detect the events 1, 2, and 3. Operation manual_ inspection of the endoscopic system_ inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.